Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported that the patient had an unrelated shoulder MRI. It was reported that the patient did not use their scs device anymore and it did not work for them anymore. The caller stated that the patient indicated the device was implanted in 2011. Manufacturer records show that the patient¿s most recent implant registered is from 2009. The caller did not have any further information regarding this event.